Event description:
It was reported that the dpt zeroed; however, it did not sense pressure accurately during use. Reportedly, the blood pressure indicated on the monitor was too low. There were no patient complications reported.

Manufacturer narrative:
Our evaluation found that the dpt zeroed and sensed pressure accurately. Electrical testing revealed that both the input impedance measurement (2052 ohms and the output impedance measure (311 ohms) were within specifications as outlined in the directions for use. There were no visible defect observed to the dpt cable connector.